Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported crystallization on the floor outside of the footprint of their alinity m system. The technical application specialist (tas) inspected the issue and the spill was traced to a lysis cradle. A field service engineer (fse) was dispatched. The fse arrived on site and found that the tas and the customer had already wiped the spill off the floor. The customer mentioned that they did not come in contact with the spill. No one was injured and there was no exposure. The customer was wearing proper personal protective equipment (ppe). The fse removed the lysis cradle and the leak seemed to be coming from the bottom of the cradle on the vent line. The vent line connector was tightened. There was no report of injury or any actual exposure to the leaked liquid. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level). Abbott molecular is implementing an improved design element to prevent leaks outside the footprint of the instrument. Abbott has identified that the system solutions drawer enclosure design of the alinity m system may allow liquid (liquid waste or system solution(s)) originating in the system solutions drawer to flow beyond the footprint of the instrument and into the walking-path of the user. An alinity m system liner will be installed to mitigate these leaks beyond the footprint of the instrument. Note: risk assessment which was previously opened for leaks did not necessitate field action because the frequency of the occurrence of the hazards (physical (slip/fall), chemical or biohazard), was determined to be improbable. It is only upon implementation of this mitigation in the field for leaks that an action is being taken. Fa-am-mar2025-306, was issued on march 20, 2025. This action was deemed reportable as an fsca. The field corrective action was issued as an urgent field safety notice / field correction recall letter providing customers background on the issue, potential impact and necessary actions. See below for list of mdrs associated with fa-am-mar2025-306: 3005248192-2025-00086, 3005248192-2025-00129 follow up 01, 3005248192-2025-00035 follow up 01, 3005248192-2025-00045 follow up 01, 3005248192-2025-00044 follow up report 1, 3005248192-2025-00043 follow up report 1, 3005248192-2025-00100 follow up report 1, 3005248192-2025-00002 follow up report 1.

Manufacturer narrative:
Updated d4 primary unique device identifier (UDI) from (B)(4).